Event description:
A hospital in (B)(6) to a distributor that an rt240 adult dual heated evaqua breathing circuit would not pass the ventilator leak test due to a hole in the "cuff on the end of the tubing that connects to the y-piece". No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt240 adult dual heated evaqua breathing circuit from the hospital via the distributor. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Manufacturer narrative:
(B)(4) the hospital returned the complaint rt240 adult dual heated evaqua breathing circuit to the distributor; however, the distributor representative reported that they lost it. Without the complaint device, we are unable to confirm and determine definitively the root cause of the reported fault. All rt240 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing is performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. Our user instructions which accompany the rt240 adult dual heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Verify that ventilator alarms are set to detect loss of pressure and over pressure." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."

Event description:
A hospital in (B)(6) reported to a distributor that an rt240 adult dual heated evaqua breathing circuit would not pass the ventilator leak test due to a hole in the "cuff on the end of the tubing that connects to the y-piece". No patient consequence was reported.